Event description:
It was reported the patient felt stimulation "all the way up in the ribs and sternum". The patient also reported that using the stimulation "a little bit, but can't lay down even when it is on low setting because the stimulation is so intense." The patient was scheduled for reprogramming. Additional information has been requested, a follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
.